Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass during prime, it was discovered that the purge line connecting to the top of the oxygenator was broken. No pt involvement as this occurred during prime. Product was changed out. Procedure was completed successfully without delay.

Manufacturer narrative:
(B)(4). Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is completed and more info becomes available.